Event description:
Complaint received - no head up. No injury reported.

Manufacturer narrative:
Technician found the bed had no head up due to stuck head up valve. Replaced stuck head up valve to resolve this issue. Bed found in ICU (B)(6).